Event description:
It was reported that the patient was frequently charging the ipg. It was also noted that the patient experienced inadequate due to high impedances. No device malfunction was suspected. The patient underwent a revision procedure wherein the leads and ipg were replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. All explanted device components were retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).